Event description:
It was reported that there was no power to the remote monitor. The monitor has transmitted in the past. Troubleshooting steps were taken. A new power cord was sent to the patient. Additional information received from the patient indicated that after the new power cord was received, and the same results were seen. The power light is on, but when the start button is pressed to initiate a manual transmission, the telemetry lights do not come on. The monitor will be returned and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.